Event description:
It was reported on (B)(6) 2025 the patient relative reported experiencing skin is red and rash while wearing the universal electrode-patch. Patient services (ps) offered lwa with nissha electrodes. Patient declined taking a break in service (bis). Additional information received from patient relative on (B)(6) 2025. Patient relative stated the skin prep regimen by showering and used scrubber nothing used on skin oil etc. Patient did not attempt to reposition the universal patch to another area to alleviate discomfort. Patient has no previous skin sensitivity but has sensitives/allergies to bug bites. Patient symptoms improve after removing the device/universal patch. Patient changed the patch frequently within 1-2 days after usage. Ps provided email address to send photos. Patient did not seek medical attention but patients' grandmother is a physician and self-treated with hydrocortisone 2.5% prescription for something else not specific to this event. Ps offered lwa and nissha electrodes that will be ordered and shipped. The incident occurred on (B)(6) 2025. No additional information was provided.

Manufacturer narrative:
It was reported that the patient experienced a red rash while wearing the electrode - patch - universal 2 channel. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: age extremes (infant 0-12 months, pediatric 1-18 years, elderly 65 and older). Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.